Manufacturer narrative:
An event regarding revision for unspecified reasons involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason for the revision surgery in 2016, product return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the failure mode was not reported and is unknown. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. The following devices were also listed in this report: accolade 132 size 3.5, cat# 6020-3535, lot# 28928104. Trident psl ha cluster 52mm, cat# 542-11-52e, lot# met7p7. Trident 0 deg insert 40mm, cat# 623-00-40e, lot# mhhjn6. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
During an inquiry for a decedent, it was discovered that a stryker hip product had been revised. Revision approximately in 2016. Reason for revision is unknown. The patient died in 2018.